Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was facing an instrument recognition issue on arm4. Caller (nurse) stated that she tried with several instruments without any success. Caller stated that she tried to reseat the sterile adapter without any success. Technical support engineer (tse) asked the caller to replace the drape, and this suggestion also did not resolve the reported issue. Tse viewed the system event logs and noticed an error code 282 indicating that the radio frequency identification (rfid) was not detected. The caller also performed emergency power off (epo) on the system with no success. The procedure was continuing as planned with 3 arms with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator(usm) was analyzed. The unit was returned to failure analysis for error 282. It was confirmed via logs along with related error 31009, but not replicated. Error 282 indicated the radio frequency identifier (rfid) and magnet could not be detected while 31009 indicated the magnet was not detected. The unit was tested on an in-house system where it passed normal mode with no related errors. The unit was also tested on an in-house test platform with no related failures or errors. There was no evidence of contamination or damage to the axes controller, carriage interface (acci) and axes controller, carriage rfid (accr) pods.

Event description:
Refer to h10/h11 for follow-up information.